Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing pulled apart when patient grabbed it while being restrained. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of the tubing being pulled apart was confirmed. During visual inspection it was noted that the tubing was torn apart 41 inches above the distal smartsite. The tear occurred on the tubing itself, not between tubing and a component. The tear was able to be replicated on a new unused set using excessive pull force and both sets exhibited the same stretch lines where the tubing was pulled apart. Functional testing was not performed due to the separation. The root cause of the tubing being pulled apart is the patient pulling the tubing apart as stated in the report from the customer.